Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: how many products were involved? 3 devices were used, but two of them were rejected. If 3 were involved, did they all "teflon pad of the scissor jaws started to melt "? Yes, and detached from the 3 devices. Same way. If no, what were the issues with each device. N/a. In the event description mentions that there were fragments generated, did the white tissue pad break off? Yes. Is the white tissue pad completely missing from the clamp arm of the device? Yes. The teflon fell from the mandible to the abdomen cavity. Did the patient experience any adverse consequences due to this issue? Do not know. Did the extended surgery time due to the issue with the device caused any patient consequence or changed the plan of care for the patient? Yes, more than 30 min. More vigilance and precaution. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were the fragments retrieved from the abdominal cavity? If so, how? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the teflon pad of the scissor jaws started to melt and was rendered useless. Fragments were generated. Another device was opened. The surgery was delayed 60 minutes.

Manufacturer narrative:
(B)(4). Date sent: 1/8/21. Investigation summary. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2020 additional information was requested and the following was obtained: were the fragments retrieved from the the abdomen cavity? Yes if so, how? The abdominal cavity was explored with great care and patience in order to find the broken tissue pad.